Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent possible helium loss 3 and high pressure alarms". There is no additional information available from the customer regarding this issue.

Manufacturer narrative:
(B)(4) the reported complaint for "persistent possible helium loss 3 and high-pressure alarms" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "persistent possible helium loss 3 and high pressure alarms". There is no additional information available from the customer regarding this issue.